Manufacturer narrative:
On 08/22/2016 software analysis was unable to determine probable cause with the information provided. This issue was documented in a medtronic software anomaly tracking database. On 08/03/2016 a medtronic representative, following-up at the site, stated the reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the site's navigation system unexpectedly exited the framelink 5.4.1 application. This was alleged to have occurred after a non-navigated imaging system confirmation spin was pushed to the navigation system within the 'load patient' page of the software. The surgeon loaded patient exams, planned the surgery, performed the surgery, and was using the imaging system to confirm lead placement when the issue occurred. When the exam was being pushed to the navigation system within the load patient screen, the software screen turned black and exited. When the user re-entered the software and selected the patient name, the software unexpectedly exited, again. Delay in therapy was less than one hour. There was no impact on patient outcome.